Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer received information alleging a patient with a device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Therefore, based on the information available at this time, the device did not cause or contribute to a serious injury or death. A report will then be filed with all regulatory agencies. Additional information has been requested regarding the details of the reported death.